Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a qdot catheter, the patient experienced complete heart block, and no intervention required because the patient already had a pacemaker implanted. During the ablation of an avnrt, the physician ablated a "little too much." Complete heart block was confirmed by visualizing the intracardiac signals displayed on the carto 3 system. The procedure was already completed, and the patient already had a pacemaker. No medical intervention was performed. The last known patient status was stable and discharged.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j) for evaluation on 24-sep-2025. As such, section d9 has been updated. It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a qdot catheter, the patient experienced complete heart block, and no intervention required because the patient already had a pacemaker implanted. Device investigation details: a visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal action related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).